Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and "opaque solution or dialysis". The cause of peritonitis was not reported. It was reported that the patient was not hospitalized for the event. The patient was treated with unspecified antibiotics (no further details reported) for the event. The patient recovered from the event 11 days after the event onset. Pd therapy was ongoing. No additional information is available.